Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, the affected device was not received for laboratory evaluation.

Event description:
The patient's explanting physician reported capsular contracture, baker grade IV, "serous liquid in the left breast", "bilateral periprosthetic capsules", "fat necrosis", "unspecific inflammation", "fibrosis", "absence of malignity". This record is regarding the left side. The device has been explanted and replaced with a non-allergan implant.

Event description:
The patient's explanting physician reported capsular contracture, baker grade IV, "serous liquid in the left breast", "bilateral periprosthetic capsules", "fat necrosis", "unspecific inflammation", "fibrosis", "absence of malignity". This record is regarding the left side. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Necrosis: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
The patient's explanting physician reported capsular contracture, baker grade IV, "serous liquid in the left breast", "bilateral periprosthetic capsules", "fat necrosis", "unspecific inflammation", "fibrosis", "absence of malignity". This record is regarding the left side. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture , seroma-late and necrosis are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late and necrosis. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Necrosis: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out.